Event description:
The event occurred on an unspecified date and involved a plum 360 where it was reported there has been multiple instances where the plum 360 pumps will shut off during an infusion and plum pumps cutting out with little to no notice during infusions. They all have csb batteries with red text. The customer confirmed that the pumps are having a message "service battery/replace pump". They reported it to their biomed but couldn¿t replicate the error, so they put it back in service assuming the battery was not charged. The customer stated that all the pumps indicated battery issues or tagged for biomed had instances where they would stop mid infusion without any beeping of low battery. In some instances, before they could plug them in the pump would stop, have a screeching noise, rotate on, then off and it would not stop this process until it ran out of battery. There was patient involvement and unknown adverse event. This captures 4 of 13 pumps.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. D4 unknown UDI due to unknown list number provided from the customer.